Event description:
The customer reported the cufflator will not hold pressure during set-up. The customer did not provide the date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Eval results: - eval of the returned product confirmed the reported issue. When pressure is attempted the needle moves up abruptly and comes down on its own. Cufflator does not hold pressure. The cufflator is missing the back cover and clip. Note: the instructions for use state: the cufflator should be calibrated annually, or if measurements all outside of a specific range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Never open the cufflator body. (B)(4)